Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hosp for a non-related diabetes. However, the procedure did not take place due to customer's high blood glucose. The customer was treated with insulin drip. Troubleshooting was performed. The alarm history, date, and time were correct. The customer stated that her blood glucose was high for the past two weeks. Ran a fixed prime test and the insulin exited. Performed a displacement test and the device alarmed. No further info was provided.